Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery after changing the infusion set and reservoir. The blood glucose at the time of the incident was 379 mg/dl. The customer stated that she already tried priming insulin through the tubing while disconnected at the site and sometimes it works when changing the reservoir, but then it will stop delivering. Customer stated that the reservoirs may be occluded. The product will be returned for analysis.